Manufacturer narrative:
Device will not be returned as it remains implanted. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported by the implant surgeon at the clinic to sales rep, that during a postoperative exam (x-ray), the anchorage plate was found broken.